Manufacturer narrative:
B5 additional information received from the customer was added to the event description.

Event description:
The customer reported the luer tip broke off in the yellow cap of the monoject safety needle while preparing for medication administration. Additional information received stated there was no safety needle used; the tip of the syringe broke off into a yellow cap that was placed onto the syringe after being filled with medication. The syringe could not be used for injection into the needless port.

Manufacturer narrative:
Additional information has been requested but at this time, no further details have been provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the luer tip broke off in the yellow cap of the monoject safety needle while preparing for medication administration. The product ID is unknown.